Event description:
It was reported that an ilet insulin pump exhibited an unresponsive touchscreen, preventing unlocking and normal operation despite a restart and screen cleaning, and a replacement device was provided. Symptoms included no injury and no reported glycemic events. Outcomes included user discontinuation of pump therapy and transition to backup therapy, with continued cgm use via a mobile app or receiver, and data on the original device not transferring to the replacement. Investigation included technical support troubleshooting, confirmation of cleaning and proper interaction with the screen, and logistics to recover the device. Investigation of this case revealed a touchscreen malfunction of the pump user interface that persisted after restart. It was concluded that the device experienced a hardware failure of the touchscreen component, and replacement was warranted. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.